Event description:
The male patient with intense pain in his left buttock underwent a surgery to place an interspinous spacer implant at l4/l5 without any intraoperative adverse events. The patient experienced dull pain in his left outer lower legs. It was reported that additional surgery was performed that included interspinous spacer implant removal and laminoplasty at l2 to l5. The lower limb pain was resolved .the physician considered that the additional surgery was due to the patient-specific factor and was not causally related to the interspinous spacer implant.

Manufacturer narrative:
(B)(4). Although it is unknown which, if any, of these devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Updates were received from the site that the relationship between the event and the associated product could not be ruled out. It was confirmed by x-ray on (B)(6) 2012 that the position of the implant was displaced. The site updated that the pain in lower limb did not disappear.